Event description:
After multiple reports of organism growth on this culture medium, on specimens which should be negative such as bone allografts, this culture medium was cultured and found to be contaminated.